Manufacturer narrative:
Occupation: occupation is lay user/patient. Device evaluated by MFR: the customer returned test strips that were all previously dosed.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The customer tested on the meter at 8:43 p.m. With a result of 4.6 inr. The customer went to the laboratory for confirmation testing and the result sometime between 9:30 p.m. And 10:00 p.m. Was 2.7 inr. No treatment was necessary. The laboratory result was believed to be correct. The customer's therapeutic range is 2.0 - 3.0 inr. There was no allegation that an adverse event occurred. The customer feels fine. The customer has not cleaned the meter. The customer does not have any hematocrit issues and does not have anti-phospholipid antibodies. The customer has not started any new medications, his diet has not changed and he has not been ill recently. The customer is not experiencing any bleeding or bruising. The meter and test strips were requested for investigation. The meter and test strips were returned, however, the test strips were all previously dosed. The result alleged by the customer was not in the meter memory as there were no results listed in the meter memory. Retention test strips were measured with the returned meter with liquid qc of a high level: qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (2.6 - 4.0 inr). All measurements were without error messages. No information was provided in the complaint that would point to a cause for the result discrepancy. Relevant retention test strips (lot 368882) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.